Event description:
It was reported that elective replacement indicator (eri) was noted on transtelephonic monitoring (ttm) and the battery voltage and lead measurements could not be completed. It was questioned if the device was truly at eri or if there was a software problem. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was received and analyzed. Analysis indicates that battery depletion/elective replacement indicator (eri) was noted on (B)(6) 2010. A measurement system lock-up error occurred.